Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking of a percuflex plus stent, the complainant noticed that the sterile barrier was compromised. The end of the percuflex plus stent was sticking outside of the sterile seal of the packaging. The device was not used on the patient. The procedure was completed with a different device.